Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No abnormalities were found in its functions including the display of the low battery indicator. During a long-term test with new batteries, 12 days later the low battery indicator started to flash and confirmed that it operated normally for 24 hours. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, the epg stopped. The low voltage indicator did not flicker. The epg was replaced with another epg. The epg was returned to the manufacturer for servicing. The patient had an intrinsic heart rate and no severe health hazard was reported.